Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, last night, the patient had to get up 4 times and was back to their urinary problems like before the implant of the device. They also stopped feeling the stimulation. The patient stated that, at first, they felt the stimulation which was ¿kind of painful¿. It was reported that they had difficulty pairing the communicator. When the patient tried to pair the communicator to the handset/phone, the handset showed ¿no device found¿ ¿device (ins) not found¿. The patient attempted to connect multiple times but was unsuccessful. The communicator was changed and, when the handset and communicator were restarted the issue was still not resolved. It was noted that the patient¿s daughter was able to communicate to the ins on the day of implant. The patient did note that they were recently implanted ((B)(6) 2019) and they felt swelling near the incision site. There was no out of box failure reported in the event. The healing process was reviewed with the patient and it was recommended that the patient try to connect again in a couple of days. There were no further complications reported or anticipated.